Event description:
The customer stated, that a correlation was performed between the axsym and eia ausab methods. The customer observed samples that are non reactive by the quantitative axsym ausab assay (<12 miu/ml) but reactive with eia ausab procedure b (>10miu/ml). There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.